Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack a bridge connector came apart and blood loss of 100ml was reported. The customer had a spare bridge and was able to place it into the circuit. The patient had a blood loss estimated at 100 ml from the bridge break and was transfused with multiple blood products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.